Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and performed preventive maintenance, checked power cord and power entry module. Installed new batteries and power cord, performed operational testing and allowed the ventilator to operate overnight to ensure proper operation.

Event description:
The customer reported that the ventilator battery will not hold a charge. No pt involvement.